Event description:
Reportedly, patient expired after an implant date of 2007 due to unknown reasons. Unknown if patient death is device related. Patient record also show that a 6900p, 31 mm sized valve was used for the same position. Date of patient's death and implant duration is unknown, therefore the aware date is used as the occurrence date. No further information regarding this patient was received.

Manufacturer narrative:
Device not returned.